Event description:
Complainant alleged that while attempting to treat a 20-year-old male patient, the electrode pads would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. The electrodes were reported to have caused the skin tear during removal and did not adhere properly to the patient. No lot number, photographs, or supporting evidence were provided, and the electrodes were disposed of at the customer's site. No retain sample testing for this lot could be performed based on the lack of information provided. Users are reminded to follow the IFU (8900-0224-01, onestep complete en - rev m) for proper skin preparation and electrode application, which includes: removing chest hair, cleaning and drying the skin, wiping excess moisture, and rolling the electrode from one edge to the other to ensure secure adhesion and minimize the risk of skin injury.